Event description:
It was reported that the patient had an MRI at 11:30am on the report date. Two hours had passed on the pump had not restarted. The patient was reportedly not informed that the pump needed to be checked following mris. The patient saw an ¿8476¿ error code on their personal therapy manager (ptm) and now saw the call doctor screen. It was noted patient¿s health care provider (hcp) was not in on fridays. The device system was used to deliver fentanyl and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8832, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).